Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asdss0046 showed one other similar product complaint(s) from this lot number.

Event description:
Head nurse feedback about the connection with safestep female hub connector is loose, the device leak immediately after connect with luer lock connector of lily set, but no leak if connect with b.b. 3 way. The nurse further indicated that need to hold the connection site between the hub and syringe to avoid separation when connect with luer lock syringe. Ask if there is any abnormality in discharge the air, no confirmation from nurse.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a loose connection was unconfirmed because the problem could not be reproduced. The product returned for evaluation was one 20ga x 0.75¿ safestep safety infusion set. Usage residues were observed throughout the sample and the safety mechanism was engaged. The device was received with a non-vad extension set segment. Microscopic inspection of the sample was unremarkable. The luer adapter orifice was measured using an iso taper gauge and a digital force probe and found to be within specifications. Attachment between the non-vad extension set and infusion set was unremarkable. No leaks were detected at the joint during infusion, aspiration and hydraulic pressurization. Attachment of other non-vad accessories to the complainant infusion set was also unremarkable, with no leaks observed. No device deficiencies were discovered during evaluation of the returned sample. Consequently this complaint is unconfirmed at this time. A lot history review (lhr) of asdss0046 showed one other similar product complaint(s) from this lot number.

Event description:
Head nurse feedback about the connection with safestep female hub connector is loose, the device leak immediately after connect with luer lock connector of lily set, but no leak if connect with b.b. 3 way. The nurse further indicated that need to hold the connection site between the hub and syringe to avoid separation when connect with luer lock syringe. Ask if there is any abnormality in discharge the air, no confirmation from nurse.